Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device"), pelvic pain ("severe pelvic plain/ pelvic pain"), pulmonary thrombosis ("blood clots in lungs"), pulmonary embolism ("pulmonary embolism") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she noticed no chest pain or dyspnea or leg pain. Concurrent conditions included body mass index normal, ovarian cyst, arthritis and uterine bleeding. Concomitant products included hydrocodone, pamprin and warfarin. On (B)(6)2011, the patient had essure inserted. In february 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), migraine ("migraines") and headache ("headaches"). In march 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("severe constipation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2011, 3 months 18 days after insertion of essure, the patient experienced ovarian fibroma ("new fibroids on ovaries/ developed fibroids on ovaries"). On (B)(6)2011, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), the first episode of urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In august 2011, the patient experienced pulmonary embolism (seriousness criterion medically significant). On (B)(6)2011, the patient experienced thrombosis ("blood clots"). On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menses"), the second episode of vaginal discharge ("irregular vaginal discharge"), infection ("infections"), the second episode of urinary tract infection ("uti"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and oral pain ("oral pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy) and surgery (hysterectomy and left salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the device expulsion, pulmonary embolism, menorrhagia, the last episode of vaginal discharge, infection, hormone level abnormal, the last episode of urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, ovarian fibroma, thrombosis, fatigue, weight increased, constipation, abdominal distension, cystitis, vaginal infection, abdominal pain, abdominal pain lower, vulvovaginal pain, dyspareunia and oral pain outcome was unknown and the pelvic pain, genital haemorrhage, headache and dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, constipation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, oral pain, ovarian fibroma, pelvic pain, pulmonary embolism, pulmonary thrombosis, thrombosis, urinary tract disorder, vaginal infection, vulvovaginal pain, weight increased, the first episode of urinary tract infection, the first episode of vaginal discharge, the second episode of urinary tract infection and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted as per pfs: date of emoval of essure device: (B)(6)2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlussion concerning the injuries reported in this case, the following ones were reported via medical record confirming events pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: event added: dyspareunia (painful sexual intercourse), oral pain.concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device"), pelvic pain ("severe pelvic plain/ pelvic pain"), pulmonary thrombosis ("blood clots in lungs"), pulmonary embolism ("pulmonary embolism") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she noticed no chest pain or dyspnea or leg pain. Concurrent conditions included body mass index normal, ovarian cyst, arthritis and uterine bleeding. Concomitant products included hydrocodone, pamprin and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("severe constipation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, 3 months 18 days after insertion of essure, the patient experienced ovarian fibroma ("new fibroids on ovaries/ developed fibroids on ovaries"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), the first episode of urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2011, the patient experienced pulmonary embolism (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced thrombosis ("blood clots"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menses"), the second episode of vaginal discharge ("irregular vaginal discharge"), infection ("infections"), the second episode of urinary tract infection ("uti"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and oral pain ("oral pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy) and surgery (hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pulmonary embolism, menorrhagia, the last episode of vaginal discharge, infection, hormone level abnormal, the last episode of urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, ovarian fibroma, thrombosis, fatigue, weight increased, constipation, abdominal distension, cystitis, vaginal infection, abdominal pain, abdominal pain lower, vulvovaginal pain, dyspareunia and oral pain outcome was unknown and the pelvic pain, genital haemorrhage, headache and dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, constipation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, oral pain, ovarian fibroma, pelvic pain, pulmonary embolism, pulmonary thrombosis, thrombosis, urinary tract disorder, vaginal infection, vulvovaginal pain, weight increased, the first episode of urinary tract infection, the first episode of vaginal discharge, the second episode of urinary tract infection and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted as per pfs: date of removal of essure device: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical record confirming events pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device"), pelvic pain ("severe pelvic plain"), pulmonary thrombosis ("blood clots in lungs"), pulmonary embolism ("pulmonary embolism") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she noticed no chest pain or dyspnea or leg pain. Concurrent conditions included body mass index normal, ovarian cyst, arthritis and uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2011, 3 months 21 days after insertion of essure, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), the first episode of urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2011, the patient experienced pulmonary embolism (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menses"), the second episode of vaginal discharge ("irregular vaginal discharge"), infection ("infections"), the second episode of urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), ovarian fibroma ("new fibroids on ovaries"), thrombosis ("blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("severe constipation"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy) and surgery (hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, pulmonary embolism, genital haemorrhage, menorrhagia, the last episode of vaginal discharge, infection, hormone level abnormal, the last episode of urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, ovarian fibroma, thrombosis, dysmenorrhoea, fatigue, weight increased, constipation, abdominal distension, cystitis, vaginal infection, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, constipation, cystitis, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, ovarian fibroma, pelvic pain, pulmonary embolism, pulmonary thrombosis, thrombosis, urinary tract disorder, vaginal infection, vulvovaginal pain, weight increased, the first episode of urinary tract infection, the first episode of vaginal discharge, the second episode of urinary tract infection and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlussion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 28-may-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication , lot number and events hormonal changes, abnormal bleeding,uti, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, new fibroids on ovaries, blood clots, dysmenorrhea (cramping),expulsion of essure device, pain, vaginal discharge, fatigue,weight gain, severe constipation/bloating, pulmonary embolism, blood clots in lungs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic plain"), pulmonary embolism ("pulmonary embolism") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), vaginal discharge ("irregular vaginal discharge") and infection ("infections"). The patient was treated with surgery (hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pulmonary embolism, genital haemorrhage, menorrhagia, vaginal discharge and infection outcome was unknown. The reporter considered genital haemorrhage, infection, menorrhagia, pelvic pain, pulmonary embolism and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.